Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 520 mg/dl. Customer treated for high blood glucose value with insulin pump and manual injections. It is unknown if automode feature was in use at the time of the event. Insulin pump will be returned for analysis.